Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: in response to the event reported, a device history review was conducted for lot number 0272337. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the submitted sample has been reviewed by our team of quality engineers. They noted that the edging of the catheter tubing was smooth and tilted. These characteristics are consistent with contact with a cutting implement. No such edges are present on the manufacturing line. Based on the available information our engineers believe that the breaking of the catheter after placement was caused by circumstances unrelated to the manufacturing process.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tip was damaged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "complained of fever associated with vomit a bubble more than 1 day to "bronchial pneumonia admitted to a hospital during the period prescribed for the compound amino acid, sodium cefazolin mino, gland ring p rehydration symptomatic treatment, nurse 17:00 on the date of admission to the patients with indwelling scalp venous indwelling needle, needle hit the nail on the head, tube well. The patient was discharged on (B)(6) 2021 and the indwelling needle was removed. Before the removal, the indwelling needle was firmly fixed without loosening traces. The on-duty nurse found the indwelling catheter tip defect and informed the head nurse" "the patient was (B)(6) old. He was admitted to the emergency hospital on the evening of (B)(6). The operating nurse reported that the catheter tip was missing after extubation. No broken tube was found at the puncture point, and no short tube was felt on the head of the child. At present, the child has been discharged".